Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in triage the tubing is unscrewing itself and leaking onto the floor. The nurse states that she kept turning the back of the line past the cap that screws into the port counterclockwise and after a while it did not unscrew. There was no report of patient harm.